Event description:
According to the reporter, while closing sternum during an open sternotomy, the needle broke from the steel suture. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.